Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. While analyzing the instrument, the cse found reagent probe 2 (r2) bent and showing discoloration. The cse found sample probe 1 (s1) mixer cable was interacting with the bracket, affecting the vertical movement. The cse replaced r2 probe and s1 probe and performed alignments. The cse checked bottom of cuvette (boc). The cse observed r1 was too low and corrected it. The cse ran quick check test which passed. The cse ran service methods, bhcg precision and quality control (qc), resulting satisfactory. The cse checked and cleaned the water temperature control module (wtcm). The cause of the discordant, false positive bhcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false positive beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it as it did not match the patient's clinical picture. The patient was redrawn two days later, resulting positive. The physician stated that this patient should have tested negative. There no known reports of patient intervention or adverse health consequences due to the discordant, false positive bhcg result.